Event description:
It was reported that an acdf procedure was performed on a patient with adjacent level disease. The patient had a previous cervical plate from c5-c7 which was removed during the revision acdf (because fusion had already occurred) and a new plate was used for the adjacent level, c4-c5. It was reported that the physician positioned the new cervical plate and used 4.0 diameter self-drilling variable screws at c4, then used 4.5mm self-drilling "rescue" fixed screws at c5. However, the second screw at c5 could not be seated far enough down on the plate to get the locking screw to turn and it became lodged. According to the report, the physician made attempts to back the screw out, stripping the screw in the plate. The plate was cut off using a burr and a new plate of the same size was used without rescue screws. It was reported that the surgery time was extended approximately 45 minutes. The surgery was completed without any further incident. No other complications were reported.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.